Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy stent delivery system was returned for analysis. A visual examination of the stent found that the stent damaged on more than one location along the stent length with struts misaligned and lifted from their crimped stent positions. The undamaged crimped stent outer diameter measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred when the stent struts got caught in the calcification. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed signs of damage on the distal section of the tip. Tip damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination of the hypotube found a hypotube kink at 23.5 cm from the distal end of the strain relief. This type of damage is consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination of the outer extrusion and mid-shaft section and visual examination of the inner extrusion found no issue with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 13may2020. It was reported that crossing difficulties were encountered. The target lesion was located in the severely calcified mid left anterior descending artery. Following pre-dilatation, a 4.00x20mm synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed stent damage.